Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07127. The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt has pain in her right leg and hip. She also got a bruise at the pocket site but has not fallen or hit that site. Ipg site is uncomfortable when the pt site in a chair or lays down. Pt's pain pattern is for sciatic nerve pain. The pt is scheduling a meeting with her doctor to discuss the issue further. No further info is available at this time.